Event description:
I am a user of the omnipod 5 tubeless insulin pump and have experienced repeated problems with device failures over the last month. Though I have occasionally had pods fail over the years, I have had an extreme number of pod failures between (B)(6) 2024. During this time, I have had at least 11 pods fail, sometimes with multiple failures per day. The majority of my pods have not functioned properly. I have also had additional pods stop functioning, but as the pdm (integrated personalized diabetes management) did not give an alarm or error code, I did not include the numbers here. I have reported each pod failure to insulet, but my endocrinologist encouraged me to reach out here as well. I have used the omnipod for over 10 years and have never experienced an issue like this. Though I was not hospitalized for high blood glucose, I was quite ill for several days during these failures. Here are the lot numbers that have failed; a * denotes multiple failures from the same lot: ph1k07082331* (3 failures) ph1k07202341* ph1k09182341 ph1k11012321* ph1k11052321 pp1k06142311*. Reference reports: mw5156890, mw5156891, mw5156892, mw5156893, mw5156894, mw5156895, mw5156897.